Manufacturer narrative:
The reported issue was inconclusive. The device was not returned for evaluation. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be power supply failure. However, there was insufficient information to confirm this potential root cause. The nurse stated they got an alarm while cooling a patient on arctic sun device, that alarm stated the water temperature differed more than 1c. Event log had alert 116 (patient temperature has not changed by more than 0.15c for an extended period of time), alert 112 (confirm return to cooling phase), alert 003 (water reservoir low), alert 045 (ac power lost) and alarm 79 (non-recoverable system error primary and secondary outlet temperatures differ by greater than 1c). Discussed alarms, explained it was okay to continue therapy after cycling power. If alarm 79 returns send device to biomed and use another means of temperature. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Corrections: d, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they got an alarm while cooling a patient on arctic sun device, that alarm stated the water temperature differed more than 1c. Event log had alert 116 (patient temperature has not changed by more than 0.15c for an extended period of time), alert 112 (confirm return to cooling phase), alert 003 (water reservoir low), alert 045 (ac power lost) and alarm 79 (non-recoverable system error primary and secondary outlet temperatures differ by greater than 1c). Discussed alarms, explained it was okay to continue therapy after cycling power. If alarm 79 returns send device to biomed and use another means of temperature.

Event description:
It was reported that the nurse stated they got an alarm while cooling a patient on arctic sun device, that alarm stated the water temperature differed more than 1c. Event log had alert 116 (patient temperature has not changed by more than 0.15c for an extended period of time), alert 112 (confirm return to cooling phase), alert 003 (water reservoir low), alert 045 (ac power lost) and alarm 79 (non-recoverable system error primary and secondary outlet temperatures differ by greater than 1c). Discussed alarms, explained it was okay to continue therapy after cycling power. If alarm 79 returns send device to biomed and use another means of temperature.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.